Manufacturer narrative:
The lot was manufactured from october 26, 2020 - october 30, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a four (4) one-link non-dehp standard bore catheter extension sets were defective. The defect was further described as ¿exploded" (ruptured tubing) with injection of contrast. This issue was identified while in use on patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.